Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was also reported that the leadless implantable pulse generator (ipg) exhibited a pacing failure and loss of capture. Micro-dislodgement was suspected. The leadless ipg was explanted and replaced. No further patient complications have been reported as a result of this event.